Event description:
It was reported to philips that the device failed its operational check. There was no report of patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon evaluation of the device, the cause was traced to a faulty side battery. Based on the conclusion of the investigation, it was determined that this was a faulty side battery. The battery was re-seated, and the device passed all performance assurance tests. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.